Event description:
An (B)(6) male pt contacted zoll lifecor customer support to report that his monitor displayed a message indicating there was a problem with his battery. The pt was provided with a replacement battery pack.

Event description:
Reporter alleged obtaining a result of 98 mg/dl on the aviva system compared back to back with a result of 58 mg/dl on a lab system when testing was performed within 10 minutes. Reporter stated that he was feeling hypoglycemic and self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.